Event description:
The customer states, "the applier is defective. It does not advance the clips." No pt injury or medical intervention reported.

Manufacturer narrative:
The samples have been requested, but have not been received yet. Additional info and lot# have also been requested.